Event description:
Pt had spinal instrumentation implanted on 04/16/90 after an airplane crash into the grand canyon. The instrumentation was explanted due to pain on 04/27/92 at which time pseudoarthrosis at l3-l4 was noted.